Event description:
Patient reported obtaining back-to-back blood glucose results of 73 mg/dl, 128 mg/dl, and 78 mg/dl, while using the suspect device. Patient indicated that, based on these values, she delivered 12 units insulin (type not provided). No patient injury was reported. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement was shipped.